Event description:
It was reported that the customer had a failed battery test on the insulin pump. Customer's blood glucose level was 98 mg/dl. Customer stated that when he changes out the batteries, he gets failed battery alarms. Customer stated that the battery indicator will still show three bars. Customer found that the compartment was damaged. Customer received a failed battery test when he inserted a new battery during troubleshooting. Customer also mentioned he had an issue with his sensor readings not matching his meter readings. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. Customer was offered to be transferred to a sensor technician. No further assistance required.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.